Event description:
It was reported that the device was at end of service (eos) and had an inactive charge circuit. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694958, implantable tachy lead, implanted: (B)(6) 2006; 4194, implantable pacing lead, (B)(6) 2006. (B)(4).